Event description:
The following information was previously reported under manufacturer report # 3004209178-2014-04052: it was reported that the patient previously experienced a granuloma. It was indicated that the patient had a recent history of increasing pain due to a previous granuloma and had been sent for an MRI. The patient was being sent for a neurosurgery review due to changes seen on the MRI. The pump medication at the time of the event was not reported. However, at the time of the report, the device system was used to deliver dilaudid. It was later reported that the patient had a past history of granuloma in 2010. As a result, the intrathecal catheter was re-sited twice. On the second occasion, it was directed in the caudal direction. All information about this event will now be reported under this manufacturer report #.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# 0204026100, explanted: (B)(6) 2010, product type: catheter. Product ID 8709sc, lot# b0978557k, explanted: (B)(6) 201, product type: catheter.

Event description:
It was further reported that in 2010 the dates the catheter was replaced were (B)(6) 2010. It was further reported that the catheter (B)(4) was replaced on (B)(6) 2010 catheter (B)(4) was replaced.

Manufacturer narrative:
The initial MDR was filed as MFR report # 3007566237-2014-00921. (B)(4).

Manufacturer narrative:
(B)(4).